Event description:
It was reported that the spinal cord stimulation (scs) lead displayed high impedances. The patient's device was reprogrammed; however, the affected contacts were not used. The patient underwent a revision procedure where the lead was explanted and replaced. The patient is doing well post-operatively.